Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent was to be used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed. During catheter removal, the delivery system snagged on the stent, and the stent was pulled out from the patient together with the delivery system. The physician used another wallflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent was to be used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed. During catheter removal, the delivery system snagged on the stent, and the stent was pulled out from the patient together with the delivery system. The physician used another wallflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1528 captures the reportable event of delivery system difficult to remove. A wallflex esophageal delivery system was received for analysis; the stent was not returned. Visual examination of the returned delivery system found a kink in the etube at the proximal end. No other issues with the device were noted. Per analysis, the damage noted to the delivery system was consistent with the application of excessive force during use. According to the complainant, dilation was not performed during the procedure. Therefore, the device may have encountered difficult patient anatomy, resulting in the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.